Event description:
A 6f angio-seal vip was selected for use following a coronary angiogram on (B)(6) 2014. The access puncture of the right femoral artery was considered to be a high stick. The pt was transferred to another facility and continued to received clexane as the pt was still in atrial flutter and was ambulating without any complications. The pt awakened with groin pain on (B)(6) 2014, returned to the hospital, and was diagnosed with retroperitoneal bleeding. A percutaneous coil procedure with a stent graft of the common femoral artery was performed to resolve the condition. The pt received a transfusion of 7 units of blood during the procedure and was recovering.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specs and procedures. Based on the info received, the cause of the reported incident could not be conclusively determined.